Event description:
It was reported that a patient presented remotely via merlin. Net. Review of the transmission revealed that the atrial lead exhibited low pacing impedance and noise oversensing which resulted in an inappropriate mode switch. The physician elected to explant the atrial lead, and a new lead was implanted. The patient was stable throughout.